Event description:
It was reported that during a tyroidectomy procedure, clips were not closing completely, and at least one clip scissored. Another like device was used to complete the procedure. There was no patient consequence.